Event description:
It was reported that during implant, the ventricular lead exhibited high impedance and unacceptable threshold. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
UDI(di): (B)(4). Device evaluation anticipated, but not yet begun.